Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced a bent cannula, which led to a high blood glucose event on (B)(6) 2026. The event lasted for three to four hours. The patient was treated with pens. The infusion set had been in use for less than 1 day. No further information is available.